Manufacturer narrative:
Reported events of failure to capture and sensing noise were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of the device image indicated the device was within normal range of operation. Telemetry, impedance, pacing, sensing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, when the physician used a bovie, the implantable cardioverter defibrillator (ICD) caused pacing inhibition and loss of capture was noted. Programming changes were made; however, the issue persisted. The physician explanted and replaced the ICD as planned. The patient was discharged after the procedure.